Event description:
On tuesday, (B)(6) the patient had a seizure, a fever of 99.6, and the patient wasn¿t feeling well. The next day the pump was alarming. That evening, the patient was taken to the emergency room. Telemetry confirmed a critical alarm was occurring due to ¿reset occurred - low battery¿ and ¿pump in safe state¿. The pump was replaced the next day. It was later reported that the seizure was not related to the event. The patient had a history of seizures. The patient had a seizure on sunday, (B)(6) 2015 and was going to be discharged on tuesday, (B)(6) 2015 if the patient was seizure free on monday, (B)(6) 2015. The patient had acute withdrawal related to the event. The pump had been refilled approximately 10 days prior to the event. The patient spent additional days in the hospital related to the event. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported the patient recovered without permanent impairment.

Event description:
Patients baclofen pump failed and he was sent to the ER then admitted to the picu for baclofen withdrawal. The pump was shown to be in safe mode since 2 am that day. Safe mode is a safety system which stops the pump if it detects an error. Patient had this pump replaced with a new pump at 1500 the following day. At approximately 0800 on post op day 1 (day 2 of admission), medtronics notified one of our physicians that the pump implanted into the patient during this admission to the hospital was involved in a voluntary removal advisory. The company later stated that the pump was not subject to the advisory and that it did not need to be removed. After further confirmation, the company then told us the pump was subject to the voluntary removal due to alarm concerns. The family elected not to remove the pump at this time the original baclofen pump did go into safe mode without clear explanation of what went wrong and required surgical replacement. It did alarm as intended, but our understanding is that safe mode shuts down the infusion, so it does put the patient at risk for a life threatening withdrawal. We do not have any of the identified devices in our inventory. Baclofen pump did go into safe mode without clear explanation of what went wrong and required surgical replacement. It did alarm as intended, but our understanding is that safe mode shuts down the infusion, so it does put the patient at risk for a life threatening withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2005-(B)(6), product type: catheter. (B)(4).